Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was partially deployed 2.3cm from the distal end of the middle sheath. The lock and pull rack were no longer in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that stent partial deployment occurred. The totally occluded target lesion was located in the common iliac artery to the common femoral artery. After crossing the lesion with a guidewire, a balloon was used for pre-dilation. A 7 x 150 x 130 innova stent was advanced for treatment. However, during stent delivery, the stent was stuck after deploying 2cm even after repeated pushing and pulling. The procedure was successfully completed by replacing the stent with another of same device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that stent partial deployment occurred. The totally occluded target lesion was located in the common iliac artery to the common femoral artery. After crossing the lesion with a guidewire, a balloon was used for pre-dilation. A 7 x 150 x 130 innova stent was advanced for treatment. However, during stent delivery, the stent was stuck after deploying 2 cm even after repeated pushing and pulling. The procedure was successfully completed by replacing the stent with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6).